Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number :00710505632, lot number:63656052, brand name : xlpe liners; catalog number :00998201718, lot number:63250156, brand name : zmr - stems; catalog number :00994301635, lot number:63250156, brand name : zmr - bodies; unknown stryker cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01091, 0001822565-2019-01092, 0001822565-2019-01093. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised one (1) week post-implantation due to recurrent dislocation. The surgeon believed the stem was anteverted and possibly contributing to the dislocations. All products were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of xrays which indicated dislocation of the left hip. Xray also noted a long-stem femoral component was present with cerclage wire fixation and a periprosthetic fracture. Device history record (DHR) was reviewed and no discrepancies were found. The zimmer biomet hip components were used in conjunction with competitor hip component. Zimmer-biomet has not assessed or confirmed the compatibility of these combinations of devices, and these would be considered off-label usages of these devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.